Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo extension set, with 4 way stopcock, had come apart at the stopcock and leaked. This occurred during infusion of an unknown medication. The customer indicated that the leakage was noted at the proximal end of the set. The stopcock had been tightened prior to use, as is directed. A patient was involved, however there is no report of adverse event in association with this event. No additional information is available.